Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a surgical procedure, the patient received multiple inappropriate shocks due to noise caused by electrocautery. It was found that a magnet was used incorrectly or not used at all during the procedure.